Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were "42 mg/dl and 78 mg/dl" on the meter. Tests were done within 10 minutes with a difference of 32 mg/dl. Patient did not experience any adverse events. The customer did not allege any harm. The strips were coded to match the meter code. The check strip test passed twice (79, 77: 75-99). Customer asked to get a sure step meter replacement.